Event description:
A report was received that a patient was explanted due to experiencing numbness, tingling, and pain in the leg. The physician believes the placement of the device caused these symptoms.

Event description:
A report was received that a patient was explanted due to experiencing numbness, tingling, and pain in the leg. The physician believes the placement of the device caused these symptoms.

Manufacturer narrative:
Additional information was received that the patient is getting better and the symptoms are resolving, but have not completely resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1132, serial/lot#: (B)(4), description: precision spectra implantable pulse generator. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.